Event description:
In accordance w/ hospital policy, the sequential compression sleeve was ordered by the physician and applied by the registered nurse. The proper procedure for application as specified by the manufacturer was followed. The unit was applied on the day of march 9, 1992. In the early morning of march 11, while doing routine circulation checks, the rn noted large bruising on the right leg of the patient. This bruising was absent on the left leg. The unit was removed and warm wraps applied to the affected leg. The patient had no significant coagulopathy except for a platelet level of 57,000. No noted pre-existing vascular disease. Mid edema, equal in both legs. There seems to be no increased morbidity caused by this incidentdevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.